Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the left common femoral artery. Following the deployment the pt experienced an arterial occlusion. Treatment consisted of thrombolytic therapy and was successful. No further complications were reported.